Event description:
The customer reported that the c-arm would intermittently shut down while the workstation remained on. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. As a precautionary measure, the interconnect cable was replaced.